Manufacturer narrative:
Initial reporter zip: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ ii insulin syringe experienced a case of hub separation from the device, and a case of product damage while still considered operable. The following information was provided by the initial reporter: consumer stated she found a needle hub separated from 1 syringe in package. Stated, the hub and needle was crushed/flattened.

Event description:
It was reported that bd ultra-fine¿ ii insulin syringe experienced a case of hub separation from the device, and a case of product damage while still considered operable. The following information was provided by the initial reporter: consumer stated she found a needle hub separated from 1 syringe in package. Stated, the hub and needle was crushed/flattened.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1116585. All inspections and challenges were performed per the applicable operations qc specification. There were zero (0) notifications noted that pertained to this complaint. H3 other text : see h.10.